Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 107 mg/dl and the sensor glucose was 50 mg/dl. Customer¿s other blood glucose level was 76 mg/dl and 135 mg/dl. Insulin delivery was suspended due to sensor glucose values. Customer stated that the sensor glucose and blood glucose difference was 57 mg/dl. Customer stated that the blood on site. Customer reported that they did not receive medical treatment as a result of the site issue. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer troubleshooting was performed. The sensor will be returned for analysis.